Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial, dry with residue / debris on the lens. Visual inspection found no visible damage to the lens with stains / fibers on the lens. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -4.0 diopter into the patient's right eye (od) on (B)(6) 2020. Reportedly, the lens was explanted on (B)(6) 2020. On (B)(6) 2020 the lens was replaced with a same size, different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown. The reporter states "post-operative astigmatism due to multiple surgeries remains."